Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 69 mg/dl, 271 mg/dl and 258 mg/dl back to back within 10 minutes on the aviva system. Reporter was shaking and ate 3 cookies after the first reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.